Event description:
It was reported that the patient was admitted on (B)(6) 2018 for an arterial thromboembolism not related to the central nervous system (cns) and hemolysis. A computerized tomography (CT) scan confirmed the thrombus. The patient's medications were adjusted to include heparin, marcumar, argatroban and clopidolgrel. They were discharged on (B)(6) 2018.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 for an arterial thromboembolism not related to the central nervous system (cns) and hemolysis. A computerized tomography (CT) scan confirmed the thrombus. The patient's medications were adjusted to include heparin, marcumar, argatroban and clopidolgrel. They were discharged on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (suspected thrombus and hemolysis) could not conclusively be determined. The patient remained ongoing on (B)(6) until they expired on 14aug2021, reported under MFR #: 2916596-2022-01388. No further information regarding the event has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. G) contains the following information: section 1 lists thromboembolism and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.